Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for low pacing impedance.  However, it was noted that rv pace/sense was not programmed to the vector which alerted.  The rv lead remains in use.  No patient complications have been reported as a result of this event.